Event description:
Emt was starting IV in a pt in the field. After starting the IV, the safety tip of the b. Braun introcan safety pur-notched needle angiocath did not close over the end of the needle. When the emt picked up the used sharps and garbage to dispose in sharps container, the exposed end stuck the index finger of the left hand ot the emt.